Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple wall adapters. Subsequently, the customer received multiple temperature alarms while the pump was not exposed to extreme temperatures. Customer's blood glucose level ranged between 136-300 mg/dl. Reportedly, the customer continued using the pump and had an alternate pump available for insulin therapy.